Event description:
It was reported that the patient experienced a lack of adequate stimulation causing their tremors, parkinsons symptoms, to return. During reprogramming it was noted that there were high impedances on the left lead. The physician suspected that the high impedances were caused by the lead extension therefore the patient underwent an explant procedure in which two of the four lead extensions were explanted and the ipg was repositioned from the stomach to the subclavian area. The high impedances are still present and will be addressed at a later time. The patient is doing well postoperatively and was discharged from the hospital. Electrocautery was used during the explant procedure. The two explanted lead extensions are in route to the manufacturer. The exact date of the event is unknown, it occurred in february. Additional information was received that the two explanted lead extensions were the model number nm-3138-55 with serial number (B)(6) and model number nm-3138-55 with serial number (B)(6). The other devices remain implanted.

Manufacturer narrative:
B3: the exact date of the event is unknown, it occurred in february. Nm-3138-55 / (B)(6): the allegation of the patient losing stimulation and high impedance could not be confirmed. Visual inspection revealed that the lead was cleanly cut approximately 6 cm from the proximal end of the lead. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The probable cause is no problem detected. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Nm-3138-55 / (B)(6): the allegation of the patient losing stimulation and high impedance could not be confirmed. Visual inspection revealed that the lead was cleanly cut approximately 5 cm from the proximal end of the lead. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The probable cause is no problem detected due to incomplete/cut returned lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Nm-3138-55 / (B)(6) : the device was not returned for analysis and the complaint as reported could not be confirmed. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used. Nm-3138-55 / (B)(6) : the device was not returned for analysis and the complaint as reported could not be confirmed. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Manufacturer narrative:
The exact date of the event is unknown, it occurred in february. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 15580827. Brand name: vercise, upn: (B)(4), model: db-1110c, serial: (B)(4), batch: 15563151.

Event description:
It was reported that the patient experienced a lack of adequate stimulation causing their tremors, parkinsons symptoms, to return. During reprogramming it was noted that there were high impedances on the left lead. The physician suspected that the high impedances were caused by the lead extension therefore the patient underwent an explant procedure in which two of the four lead extensions were explanted and the ipg was repositioned from the stomach to the subclavian area. The high impedances are still present and will be addressed at a later time. The patient is doing well postoperatively and was discharged from the hospital. Electrocautery was used during the explant procedure. The two explanted lead extensions are in route to the manufacturer. The exact date of the event is unknown, it occurred in february.